Event description:
Philips received a complaint on the v60 ventilator indicating that there was a watchdog test failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had replaced the central processing unit (cpu) printed circuit board assembly (pcba). In a good faith effort (gfe) response from the customer received, the customer provided that the cpu pcba was replaced due to a watchdog test failed alarm during a pre-use check. The cpu pcba replacement was confirmed to have resolved the device issue. In a gfe response from the customer received on 13jan2025, it was confirmed that the device has been returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.